Event description:
There were no alarms reported for a 12 second run v-tach on the 91387 bedside monitor.

Event description:
There were no alarms reported for a 12 second run of ventricular tachycardia on the 91387 bedside monitor.

Manufacturer narrative:
No one was injured as a result of this event. The bedside monitor and module (model 91387) and the related module (model 91496) were tested in accordance with the product service manuals and were found to be operating to specifications. Spacelabs reviewed the patient data in the intesys clinical suite g2 retrospective review database. The database recorded that a vrun alarm had been generated during the episode. Spacelabs considers this issue closed.

Manufacturer narrative:
Spacelabs received a report of a 12 second run of ventricle tachycardia (v-tach) that allegedly failed to trigger an alarm on the 91387 bedside monitor. No one was injured as a result of this event. Spacelabs is evaluating this report and will file a follow up report when our evaluation is concluded.